Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine check up. The pulse generator exhibited a diagnostics anomaly. After a device product code download, normal function resumed. The device was reinterrogated and the false alert was cleared. No patient symptoms were reported.